Event description:
It was reported that the patient fell and twisted her leg in december, which changed her pain levels in her back. The device was implanted for her back. The patient was requesting reprogramming. Additional information about the event and outcome was requested.

Manufacturer narrative:
Product ID 37092, lot# 254630001, implanted: 2010 (B)(6); product type accessory product ID 3 7743, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2007 (B)(6); product type lead. (B)(4).